Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to switch from patient ECG to paddles lead ECG. The customer provided the following details: "the patient had fallen down the steps and was found in cardiac arrest at the bottom of the steps. Tee AED (lp1000) was applied with no shock advised (these were off of physio AED pads). Our als provider arrived with the lp in question and removed the AED pads and applied boundtree's lifepak-15 monitor pads. They were unable to find the "paddles in the screen", they reapplied the pads back to the AED where it said no shock advised. Another als provider arrived from an outside agency, and the monitor pads (the boundtree monitor pads) where plugged into the other agency's monitor and they were able to find the tracing and defibrillate the patient with the boundtree pads." In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.